Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding and open wound that is infected. There was no alleged device malfunction contributing to the irritation. The patient¿s received medical care in the hospital for the skin irritation. Follow up indicated that the skin irritation improved.